Event description:
It was reported that during implant, the pulse generator began pacing at a faster rate than it was programmed to. Disabling the magnet response restored normal device functionality. The device was removed and a replacement was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis revealed normal pulse generator characteristics.